Manufacturer narrative:
(B)(4). Use error contributed to this peritonitis event. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis while in the hospital for an unknown reason. The cause of peritonitis was a break in aseptic technique, further described as the patient had made a mistake and was also attributed to a surgical procedure. The hp was treated with injection heparin ip (dose and frequency not reported), injection fortum ip (1 gram, once daily) and injection vancomycin (1 gram on 5th day and route not reported). The hp was reported to be recovering.